Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non-conformances were reported. Because the pump was not returned to mmdg the complaint could not be investigated. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter states that the pump was not delivering the full infusion. They stated that the pump had alarmed down occlusion twice, in the middle of the night. They stated each time this happened that they paused the pump and then restarted the infusion. They stated that that when the nurse arrived at 9am the next morning "the bag was still half full". Mmdg followed up with the initial reporter who stated that the patient had requested not to use the pump for additional infusions, but did not provide any additional information. (Complaint-(B)(4))